Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried body/fluid noted in the helix housing and in the neck region. The stylet returned stuck in the lead. Deformed conductor coils (somewhat flattened). Stretched conductor coils noted in the neck region. Resistance testing and x-ray found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil (inner coil) is fractured in the neck region at the tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that the right ventricular (rv) lead was not successfully implanted. During a procedure, the helix exhibited extension issues. The lead was returned for analysis and it was confirmed that the lead was fractured. No adverse patient effects were reported.